Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not show signs of usage; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector appears in good condition; no failure was found. Fiber card analysis: 58,100 joules. Probable root cause: based on the results of the investigation, the product complaint could not be confirmed; there is no failure found with the returned product.

Event description:
It was reported during a bph prostate procedure customer indicated; ¿fiber expired¿ at 55,000 joules and 20 minutes of usage. The case was completed by an alternate procedure "turp." Patient outcome: no injury to the patient or user reported.